Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button harder to pressed and had to press more than once to get respond at time. The customer¿s blood glucose was unknown. Customer stated that insulin pump had unexplained no delivery alarm. Customer stated that insulin pump was reject batteries. The device will not be returned for analysis.